Event description:
Caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer changed infusion set and cartridge and resumed insulin. Despite experiencing frequent occlusion issues, caller declined additional assistance.